Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device would not deliver defibrillation energy during a patient procedure. Following the reported issue, the service indicator became illuminated. The customer indicated that the reported failure to deliver defibrillation energy occurred during a synchronized cardioversion procedure. There was no additional information of the patient event provided. There was no adverse outcome to the patient as a result of the reported event.